Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one gripper arm would only lower to 60 degrees. Troubleshooting was unsuccessful therefore the cds was not used. It was noted the gripper line was stretched. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, additional information was received:the gripper line was not stretched as initially reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.b5, h6: medical device problem code 1601 was removed.